Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device to be in good condition with no appearance of any physical damage. The event history log showed system advisory maintenance recommended. Upon power up of device, a "system advisory maintenance recommended" alarm was present. Due to this, the most probable cause of reported issue is an annual preventative maintenance reminder. Performed preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported that a pump exhibited auxiliary control unit (acu) watchdog failures multiple times during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.